Event description:
This is report 2 of 2 of (B)(4). It was reported that during a shoulder surgical procedure it was observed that the gryphon p br ds anchor w/oc device broke off. The user changed to another one to continue the surgery, the same problem happened again. All broke parts were removed. Another like device was used to complete the procedure. There was no reports of delay in the procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. No additional information was provided. 6. Tests/lab data including dates.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that the suture was frayed and the anchor was cracked. Both were detached from the inserter, and the handle cap was not returned for evaluation. No other anomalies were noted. The overall complaint was confirmed as the observed condition of gryphon p br ds anchor w/oc would have contributed to the complained device issue. Based on the findings, the potential cause for the device observed condition could be traced to procedural variables such as handling of the device or product interaction during procedure and over-tensioning of the suture. The possible root cause for the anchor condition can be associated with off axis insertion and levering during insertion and sub-consequently lead the anchor to crack. As per IFU, 1) axial misalignment or levering with the anchor upon insertion, may result in anchor or inserter fracture. 2) apply tension (normal force) on suture lengths. Excessive force may overload the anchor or suture. 3) use the sutures provided for soft tissue fixation. Properly handling and attention to the approved use of the device diminishes the risk of failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. There was no non-conformance regarding this lot.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d9, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly.